Manufacturer narrative:
Product analysis: rate light emitting diodes (led) were not illuminating. Device failed a test related to high-rate output. It was f ound that a display flex cable was not inserted in the main printed circuit board (pcb). Reinsertion of the cable resolved the led and output issues. Battery drawer and contacts were found to be contaminated. Case was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned without accompanying information, and subsequently tested out-of-specification. There was no patient involvement.